Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. We also received performance data collected from the device and have analyzed the data. Oversensing was noted. There were six ventricular nst (non-sustained tachycardia) episodes less than or equal to 190 ms between (B)(4) 2012 and (B)(4) 2012. There were four vf (ventricular fibrillation) episodes less than or equal to 190 ms average v-cycle on (B)(4) 2012. The lead integrity alert triggered with one patient alert for lead failure predictor on (B)(4) 2012. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly pace impedance trend data shows an abrupt increase for maximum ventricular pace bi impedance equal to 437 to 4047 ohms peak between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead and the device had infrequently high lead impedance and noise. It was noted the lead impedance was fluctuating. It was further reported that the lead was fractured. The patient's pocket was opened and the system was tested. The doctor visually inspected the system and reported that the lead pin was fully inserted. They were unable to confirm whether it was a device or a lead issue. The lead was partially explanted and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.